Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called paramedics and get hospitalized due to low blood glucose level on (B)(6) 2021. Customer had blood glucose level of 28 mg/dl. Customer had blood gluose level of 308 mg/dl. Customer was alleging insulin pump for over delivering because customer stated the insulin pump delivered 9 units all at once for no reason. Customer was not using auto mode. The insulin pump will be and reservoir will not be returned for analysis.